Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for intractable spasticity. It was reported that the patient had been having dizziness and a severe headache (B)(6) since 2018. The patient could not walk. The patient went to the hospital on (B)(6) 2018. The consumer wanted to know how the patient could get the pump checked in the hospital. No interventions were mentioned at the time of the report. No further complications were reported.